Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer changed the battery and the battery cap contact fell out. The patient's blood glucose at the time of incident was 102 mg/dl. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contact is missing. The customer also received a motor error alarm but was unable to troubleshoot it due to the blank display. The insulin pump will not be returned for analysis and a replacement device was shipped to the customer.